Manufacturer narrative:
We are waiting for additional information from the distributor.

Event description:
The laser system has the following problem: "the laser system has the following problem: pc panel displayed an error message in dos screen during the operation and laser energy emission stopped. Restarting laser cleared initial error. Able to recreate error during the testing: "primary master hard disk failure".